Event description:
It was reported that the right ventricular (rv) lead dislodged and was unable to pace the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.